Event description:
During a coronary stent procedure of a lima graph, the wire fractured. Multiple balloons and stents had been advanced over the wire. The wire fractured and a segment of the wire remains in the patient. No attempt as made at retrieval. It was further reported that there was dissection of the proximal lima. Patient was put a intraaortic balloon pump and was reported to be stable.